Event description:
It was reported that during pre-testing, it was observed that the motor device had an e8 error code. The event was not related to surgery. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was liquid in the connector. It was determined that this was indicative of damaged motor components and an e8 error. Therefore, the reported condition was confirmed. It was determined that this was due to not following the emersion / sterilization procedures properly. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.